Event description:
The customer reported the system displayed a control panel error which causes the system to immediately shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.